Event description:
This complaint is now reportable based on the device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure balloon inflation failed. During stent's balloon inflation the physician noticed contrast liquid loss from proximal balloon-shaft junction. No stent inflation was possible. The procedure was completed with a different device. However, returned product analysis revealed that the tear is on the outer lumen.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, there was a tear in the outer lumen and it was also kinked. A visual and microscopic examination identified a tear in lumen 60mm proximal from the tip and it extends approximately 4mm in length. Scratches were also identified on the wire lumen. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).